Manufacturer narrative:
Device was returned for evaluation. Complaint of erratic pressure/flow could not be reproduced. Product passed functional testing with no erratic pressure or flow problems. Product passed functional testing during 48 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings normal and well within specs during all tests. No problem found. (B)(4)

Event description:
It was reported that during a rotator cuff procedure using an arthroscope, that an over pressurization occurred. It was also reported that the pump pressure was set at 30 and flow was at 1.7. Shoulder immediately "blew up" and pump kept running. There was a ten minute delay in the surgery and patient went home as normal. Back up device was used to complete case. (B)(4)